Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "no video image" involving pentax medical gastroscope model eg-2990i, serial number (B)(4). The event was reported to occur in the operating room, before use. There was no report of death, serious injury or other significant/important medical event. The long term loaner endoscope was received by pentax medical for evaluation on 06-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician found image blackout confirming the customer complaint and also documented the following inspection findings: leak at biopsy channel (large/ primary) inlet side, fluid invasion in segment section, fluid invasion in control body, insertion tube bump at end of root brace, control body severe corrosion inside, primary operation channel resistance, pve electrical connector frame has severe corrossion, insertion tube root brace cracked endoscope failed electrical safety test - plct, failed wet leak test, failed dry leak test, core corroded, zoom lever switch is not functioning, fluid invasion in pve connector, hole in # 2 remote control button cover, fluid invasion to insertion tube, suction function not performed unit compromised, fluid invasion in umbilical light guide cable, shield cover corroded, #3 remote control button not working, core holding plate corroded, #1 remote control button not working, #2 remote control button not working. The device underwent repairs including the following components: o-rings and seals, distal end assy with tubes, light guide fiber bundle (lcb), adjusting collar, bending rubber, distal attaching plate, segment assy attaching screw, insertion flex tube, segment attaching screw, staycoil collar, segment staycoil assy pb-free, bracket cover, connecting receptacle(2), connecting receptacle, dr-stopper assy, guide cover plate, intermediate plate, staycoil holder bracket, stopper screw holding plate, ul-stopper assy, a/w supply tube retaining collar, air/water supply tube lg, gnd wire, wj supply tube retaining collar, jet supply tube lg, remote control wire, suction channel lg, control body complete imp-1 pb-free, core holding plate, light guide cable, pcb for ccd drive pb-free, shield cover, lg cable connector assy pb-free, shield pipe for ccd, signal wire for ccd, conductive plate, light guide column, core (2). Model eg-2990i, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 26-aug-2021, a device history record(DHR) review for model model eg-2990i, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 01-apr-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 02-apr-2013. The endoscope is awaiting repair and approved by final qc as of 03-sep-2021.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.